Event description:
Complaint alleges when the endo 5 fired the hem-o-lock clips the device was broken and consequently the clips fell into the pt. No reported pt injury.

Manufacturer narrative:
The sample has not been returned to MFR in time for this report, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.